Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the cartridge was leaking from unknown location. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 365 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
Malfunction was verified. Cartridge issue the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.